Event description:
It was reported that the device was explanted after implant duration of zero days. (Through follow-up with the health-care provider), it was learned that the device was explanted due to due to a failed repair. Per the operative report: tricuspid valve annuloplasty x2 with 36 mm annuloplasty ring resulting in moderately severe tr with a 32 ring resulting in mild to moderate tr.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.7 months, due to unknown reasons. Unfortunately, no further details regarding this event were provided. Through follow-up with the health-care provider, a copy of the operative report for 2009 was received. Through the operative report, it was learned that the patient went back to the intensive care unit intubated in guarded but stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.